Manufacturer narrative:
(B)(4). Only event year known: 2022 lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) hospital; sex: female age (at time of consent): 56 years model: lxm16 device lot number: 28695 date of surgery: (B)(6) 2022. Adverse event term: dysphagia and vomiting is the adverse event serious? Yes required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2022. Discharge date: (B)(6) 2022. Relationship to study device: causal relationship diagnostic imaging: yes outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6). Experience dysphagia and vomiting. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022 . Dysphagia and vomiting. Severity: mild. Death: no. Life threatening: no. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: 04 apr 2022. Discharge date: 06 apr 2022. Resulted in medical or surgical intervention: no. Relationship to study device: causal relationship. Relationship to primary study procedure: causal relationship. Dilation performed: no. Diagnostic intervention: no. Diagnostic imaging: yes. Drug therapy: no. Observation: no. Linx explant: no. Vomiting = mild. Did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4); date sent: 8/25/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number a manufacturing record evaluation was performed for the finished device 28695 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025 additional information received: relationship to study procedure: causal relationship => not related. ____________________ updated log line: 2 updated: relationship to study procedure: causal relationship => not related. ____________________